Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, the patient experienced peritonitis. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient had been in the hospital but the details of the hospitalization were not reported. Treatment for the peritonitis event was not reported. It was not reported if the patient was recovered or was recovering from the peritonitis event. It was not reported if peritoneal dialysis therapy was ongoing. Additional information was requested but is not available.